Event description:
Medtronic received a report that the patient had general deterioration that led to the patient's death. The patient was hospitalized from (B)(6) 2022 to (B)(6) 2022. The patient died on (B)(6) 2022. The adverse event was possibly related to the disease under study and casually related to an underlying condition or disease. The patient was a stage 4 breast cancer patient. The patient had a chest dx procedure which showed clinically significant bilateral pleural effusion. Additionally the patient had a prothrombin (pt) with a result of 85. The cell blood cell count was 3, 84^10 6. The hemoglobin test was 13, 9g/dl. The site related assessment determined the adverse event to be not related to the device and possibly related to the study procedure. The sponsor related assessment determined the death to be possibly related to the procedure. The patient was undergoing treatment of an aneurysm in the middle cerebral artery (mca), m1 of the right hemisphere. The patient's p re-procedure mtici score was 0 and their final post-procedure score was 3. The patient's mrs score was 1 and their nihss score was 13

Manufacturer narrative:
Associated regulatory report: 2029214-2022-00747. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the site updated the assessment of the event as not related to the study procedure.